Event description:
This ventilator was on pt when medical staff found they coudn't keep the prescribed peak inspiratory pressure (pip). Also ventilator read "incompatible settings" and "epl" in the volume limit display. Staff tried changing out flow sensor, filters, exhalation valve to no avail. Ventilator ultimately taken off pt and exchanged without pt incident or injury.